Event description:
Baxter received a report from a baxter technician stating the brakes were not holding the bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician found the brake casters needed to be replaced. Per the baxter service manual the total care bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on jun 23, 2020. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the brake casters to resolve the reported event. Based on this information, no further action is required.